Event description:
Patient was in our endoscopy suite for a replacement of his mic-key enteral feeding tube. While the dilator was being used through a constricted area it came apart leaving the ridged serial dilator in the patient's stomach. This was not able to be retrieved in the endoscopy suite. The patient went to the operating room for removal and placement of the feeding tube. We have retained the piece removed from the patient. The report was delayed due getting in touch with the rep from the company to get information from them about the product since it was something brought in by them.